Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, the patient's ipg became inoperable over time. As a result, surgical intervention may be pending to resolve this issue.

Event description:
Additional information received indicated surgical intervention was undertaken and the ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving therapy and the issue is resolved.